Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that pericardial effusion was suspected by this patient's physician. Lead testing was normal. It is unclear what intervention was taken. No event or explant dates were provided.